Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope and was evaluated in the hospital. During the hospitalization the patient went into a sustained ventricular tachycardia (vt) and the device delivered anti-tachycardia pacing (atp) however, it was unsuccessful in converting the arrhythmia. The physician decided to delivery an external shock. The system was interrogated and it was discovered that this lead exhibited high out of range pace impedances greater than 3,000 ohms along with loss of capture at maximum outputs and also low impedance measurement of 285 ohms. Subsequently, the patient underwent a revision procedure and this product was capped and replaced with a competitor's product. The patient's implantable cardioverter defibrillator (ICD) was a competitor's product also. No further complications were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.